Event description:
The broviac had ruptured after 5 days in the patient. Line removed intact and another placed. The rupture was on the side of the line.

Manufacturer narrative:
The complaint was confirmed. A leak was detected in the 4.2fr tubing approximately 1.5 inches from the distal tip of the catheter. Blood residue filled the lumen of the returned catheter. The catheter was most likely burst from overpressurization. The product IFU notes that "while smaller lumen broviac catheters have been used successfully for blood withdrawal, their small lumen sizes increase the chance of clotting".